Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain and back pain with leg pain. It was reported that the patient stated their handset was not working properly and it would take a long time to connect to the myptm (personal therapy manager) app. The patient reported that attempts to connect were unsuccessful, as the controller screen did not appear to follow the proper sequence. The patient stated that they were unsure if they were successfully getting a bolus, noting they sometimes experienced relief afterward but not consistently. The patient stated that the issue started probably about the 1st of this month. An agent walked the patient through clearing the data and the patient was able to connect right away to the myptm app.

Manufacturer narrative:
Continuation of d10: product ID a820; product type software product ID hh90t0; serial# (B)(6). Product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.